Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. The reported device was returned to conmed for evaluation. The product packaging's short straight seal was observed to have an opening adjacent the device's female connector. The packaging engineer observed an open pouch with no adhesive transfer. This defect is most likely due to the device pouch not being placed within the seal area but close enough that the machine still created a seal. This resulted in a breach in sterility. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. A two-year review of complaint history revealed (B)(4) similar complaints have been reported for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.0003 percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. -if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system.

Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) rejected a 0036480 3/16" (4.8mm) x 6' (1.8m) surgical tubing set with "insufficient heatseal" during incoming inspection. In this instance, there was no patient involvement as the packaging anomaly was discovered prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.